Event description:
A pt, who already had a sizable hematoma at the femoral site after undergoing an angioplasty and stent placement, suffered a pressure injury from the device. The pt experienced much bleeding after the procedure. The device was left on for 24 hrs, which is acceptable. Upon removal, over the next several days, the area became infected and necrotic. The area required full thickness debridement of a 3" by 6" area. The rptr is concerned because there are no guidelines from the MFR on preventing complications.